Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 306 mg/dl on (B)(6) 2026. Reportedly, intermittent cartridge alarms occurred during the load sequence on (B)(6) respectively. At the time of the reported event, the customer had not treated the high bg. At the ER, customer was treated with a correction dose of 6 units of insulin administered via a manual injection to address bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.